Manufacturer narrative:
The carefusion field service representative evaluated the unit and was unable to duplicate the reported issue of the unit alarming "loss of ac." Upon further evaluation he found the voltages to be reading low and that the unit needs a replacement user interface module. A return material authorization was issued for the unit to be returned to the carefusion factory service center for repair however the unit has yet to be received. In the event that additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that while on a patient the unit was alarming "loss of ac", the uim is resetting itself, has vertical lines, and the light emitting diodes are flickering. The patient was switched to another ventilator and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty power supply however was unable to reproduce the reported issue as the component operated per manufacturer specifications.